Event description:
After the implantation of the device in (B)(4) 2009 I have had a myriad of health issues both diagnosed and complete mysteries. Pelvic pain and tenderness, abdominal swelling and bloating, systemic pain and inflammation, dizziness, cognitive issues, extreme fatigue, numbness and tingling in my extremities, incontinence, as well as nipple discharge and painful gastro- related issues. I have been diagnosed with fibromyalgia, ibs, gastritis, gerd, stomach ulcers, galactorrhea, pyelonephritis, vertigo, depression, anxiety, ocular migraines, carpel tunnel, ulnar neuropathy and dysautonomia. That is the short list. I have had several surgeries as well as endured many hospitalizations. I see my primary care physician a neurologist, a gastroenderoligist and a chiropractor regularly. I have been to many many specialist, I was even sent to an oncologist because most everything had been ruled out and no one knew what was wrong with me. It would be nearly impossible to include my medical and lab data as it is so extensive. It took aproximatly 12-18 months for the problems/symptoms to worsen to the point that they were effecting my daily life. I have recently discovered that most of the above is endured by many women that were implanted with the essure device. I believe that the nickel, as well as the pet fibers that are in essure are the cause of many of my health conditions. I was never tested for nickel hypersensitivity/allergy before implantation. My gynocologist has scheduled me for a hysterectomy to remove the device in june (2015) and any and all tissue that may have come in contact with it. During removal, she will be able to assess any internal damage and inflammation, and be able to tell if they were placed correctly, are intact or have migrated. Trying to stay with documented facts but I can not neglect to express how all of the above conditions have made my daily life almost unmanageable. Constant pain, hours in a bathroom, losing vision while I'm driving, falling and hurting myself, the fatigue and weakness, trying to find answers and giving up when there were none to be found, only to start the search again when something that I could not manage happens like high fevers, infections, intense pain. I also have to include embarrassment, humiliation, alienation, desperation, disappointment, and the hopelessness that accompanies all of the above.